Manufacturer narrative:
No hazard alarm was noted in the devices original download data. The device was reset, connected to a separate pdm and received a 5-unit bolus successfully. The investigation found no damages or defects that would indicate any cause for an alarm. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 290 mg/dl while wearing the pod.